Event description:
Doctor reported that insertion driver cannot be tightened and implant at tooth site 17 cannot be placed. Procedure was completed with another implant of the same size. There was a delay in the procedure of 20 minutes. Doctor confirmed by email that driver was replaced for a new one.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.